Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: jdp; hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part number: 02.124.420. Synthes lot number: 26p5881. Part/lot combination not correct, the review of the erp system has shown that the lot 26p5881 was used for plate 02.124.410, therefore the mre review will be performed for this part/lot combination: part number: 02.124.410. Synthes lot number: 26p5881. Manufacturing site: (B)(4). Release to warehouse date: 18 nov 2019. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. The instrument(s) was not returned and instead the investigation will be done based on the supplied image. The image(s) was reviewed and the complaint condition for broken could not be confirmed. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a variable angle-locking compression (va-lcp) condylar plate and a smith and nephew (s&n)antegrade nail due to broken va-lcp condylar plate. Patient was revised to smith a nephew antegrade nail and a dhs plate. No fragments were generated during removal. The procedure was successfully completed. Patient status was unknown. Per surgeon putting the 4.5 cortex screw through the prior implanted s&n nail screw hole caused an ultra stiff construct which lead to breakage. Concomitant device reported: va locking screw (part # unknown, lot #: unknown, quantity 10), cortex screw (part # unknown, lot #: unknown, quantity 1), smith and nephew antegrade nail (part # unknown, lot #: unknown, quantity 1). This report is for one (1) 4.5mm va-lcp curved condylar plate/20 hole/405mm/right. This is report 1 of 1 for (B)(4).